Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b40 scope communication error was present on the monitor due to a faulty printed circuit board. Additionally, this damaged board was causing the front panel switches to malfunction. The net spacer was also found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) discovered a b40 scope communication error while performing routine maintenance on the customer¿s evis exera iii video system center. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b40 error and the front panel switch failure was due to a faulty printed circuit board (cm board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.